Event description:
Broken tubing, it was reported that the tubing separated from the vamp. The male piece of tubing that is bonded into the female end of the vamp separated while on a patient. The nurse was in the room and the patient suffered no harm. Unfortunately, as the tubing was already on the patient, the packaging was discarded and we do not have the lot number.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) flotrac - vamp adult kit. Vamp tubing was completely detached from bond joint with reservoir. Physical appearance of bonding agent on tubing and reservoir bond areas suggested that solvent had been used at this bond joint. It was most likely that this vamp adult system had been manufactured prior to implemented corrective action in which uv adhesive replaced solvent at tubing to reservoir bond joint.